Event description:
Info rec'd indicates the head section will not lower.

Manufacturer narrative:
The technician found the gas spring would not release. The tech replaced the gas spring to repair the stretcher.